Manufacturer narrative:
(B)(4). The insulin pump was received with a broken belt clip rails. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical boarda1 and electrical boarda2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion on the electrical boarda 1 and electrical boarda 2. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the belt clip rails. Unable to verify customer alleged for high bgs. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, due to corrosion on the electrical boarda 1 and electrical boarda 2 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had broken clip railing. Customer experienced high blood glucose with blood glucose value 299 mg/dl. No further patient complications were reported. Troubleshoot was performed for broken insulin pump and the customer will discontinue use of the device.